Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.

Event description:
It was reported that in 2008 the patient presented to the doctor for treatment relating to low back pain. The patient had previously had four spinal fusion surgeries on her spine that proved to be ineffective. At the time, she had been diagnosed with ehlers-danlos syndrome, an inherited connective tissue disease that makes spinal fusions highly unlikely to succeed. On (B)(6) 2008, the doctor performed surgery on the patient, consisting of a spinal fusion from l5-s1, during which rhbmp-2/acs was used. The patient received post-operative care with the doctor after the surgery. The doctor told her that she would require another lumbar spine surgery within the year as her l3 was collapsing and would cause her more pain. In early 2009, the doctor performed a second surgery on the patient consisting of a spinal fusion at l3-l4 and l4-l5, during which r hbmp-2/acs was used. Post-op patient alleged unspecified injuries. In late 2009, the doctor performed a third surgery on the patient, consisting of fusion at c6-c7, during which rhbmp-2/acs was used. Post-op patient alleged unspecified injuries. The doctor performed a fourth surgery on the patient, consisting of a cervical spine fusion at c4-c5, during which rhbmp-2/acs was used. On (B)(6) 2013, the doctor performed surgery on the patient, consisting of a cervical spine fusion on one side at c1-c2. Following these surgeries, the patient has experienced a long and painful recovery period. Her low back pain has not resolved and, in fact, has gotten worse after the surgeries. Her cervical spine is unstable at both the top and bottom vertebrae pairs. The patient is unable to turn her head very far as a result of pain. She has neck pain, weakness in her hands, dizziness, feels faint and is unable to do long tasks